Manufacturer narrative:
H11: livanova deutschland manufactures the electronic gas blender. The gas blender was tested and found out of tolerance of 0.2 on flows measured with fio2 set to 0.60 and 1.00 (as per checklist). Customer is now using another blender. Device will be sent to manufacuturer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronica gas blender displayed fio2 error alarm during a procedure. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11 through follow up communication it was confirmed that device has been returned at manufacturing site: upon inspection, the event has been confirmed and valve sensor and gas regulator need to be replaced. Taking into account the investigation results, the root cause of the reported event has been assigned to defective sensor and gas regulator. The failure of electro-mechanical components can be attributed to numerous and non-deterministic factors such as exposure to heat, dust, moisture, accidental impacts (drops and falls), and power overloads or surges, as well as the variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
Complaints database review revealed no further similar events since unit¿s installation. Based on the available information and considering the results of similar events, the reported condition could be caused by one of the following: an improper hospital gas supply: a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue. A missed gas blender warm-up phase. A defective gas blender's component, such as the gas mass flow controllers and its relative flow sensor. Wearing of the unit due to age, which can be originated by the specific use conditions at customer¿s site and may have contributed to the event. No concerning trend was highlighted for all above reported failure modes. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.